Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery malfunction: battery error # 5. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information received on 06/29/2022. Investigation finalized on 02/27/2024: the getinge field service engineer (fse) found a leak in the seal of the helium tank and replaced the seal. Completed helium tank calibration. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery malfunction: battery error # 5. There was no patient injury.